Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "overheating" could not be confirmed. However during service and repair, device failures were found but were not related to the reported event. If additional info is received a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from USA stating that the device was overheating. It is unk that the device was being used during an operation. It is also known that there was no pt or user injury; however, it is unknown if there was any medical intervention or surgical delay related to the event. No additional info available.